Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that e216 error code occurred due to communication failure caused by a cable failure. It is likely that the cable was broken due to flooding from near video connector nameplate. For cause of flooding, it could not be determined since there is no damage on the appearance. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). In addition to the finding in b5, the evaluation found the customer's allegation was not confirmed. Also, evaluation found the following: white scratches and flooding of the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the camera head had double reflection when switching to narrow band imaging (nbi) mode. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found scope communication error e216 due to cable failure with an image problem. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.